Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a peripheral intervention procedure, with a 6fr sheath. Reportedly, resistance was felt when inserting the prostyle device. The suture was deployed; however, the lever could not be moved to retract the foot and remove the device. A guide separation occurred where the black and silver parts meet. A snare was used to remove the separated portion of the guide and the artery was sutured closed to achieve hemostasis. No vessel damage occurred. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Based on the reported information, the IFU violation was circumstantial. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.